Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving inappropriate shock. Review of the egm revealed svt that accelerated and fall into pvab. As a result, the shock was delivered. Programming changes were recommended. No further information is available.